Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml the joint was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023.4, the patient finished infusion. When sealing the tube, it was found that the joint of the needle-free infusion joint was completely broken and could not be used, so it was replaced immediately.

Manufacturer narrative:
H6: investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045775. The feedback provided by the customer suggests the smartsite device could not be used as it was broken. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045775 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months. H3 : see h.10.